Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center the ventilator experienced a communication failure. The device did not power on and operate as it should. The technician recommended replacing the device's printed circuit assembly (pca) board to address the issue. Additionally, the enclosure top plate is cracked and needs to be replaced. The handle needs to be replaced. The rear, front, and base enclosures are cracked and need to be replaced. The rubber feet are missing and need to be replaced. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is required.